Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set disconnected the following information was received by the initial reporter with the following verbatim: rcc received a complaint via phone. Pir attached home infusion patient reported that their infusion clamp popped off. At the same time, the smartsite connector disconnected from the optima connector, causing a chemo leak.

Manufacturer narrative:
It was reported by customer that the infusion clamp popped off. At the same time, the smartsite connector disconnected from the optima connector. Three photos of a smartsite connector were submitted for quality investigation. Evaluation of the photos submitted show a smartsite connector that is disconnected from a female luer connector, however, it cannot be determined the reason for the disconnection. The customer complaint of connection issue - disconnection could not be verified. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the material number and lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.